Manufacturer narrative:
The customer's allegation was confirmed. In addition, the device evaluation found a cable malfunction. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the complaint is traced to cable failure. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use the subject device had an occasional splash screen. The customer provided the procedure was for a diagnostic hysteroscopy procedure and was completed using the same set of equipment. No delays and no patient harm reported.